Event description:
After following a successful monarch bronchoscopy, the patient developed a pneumothorax and was subsequently hospitalized and released on (B)(6) 2026. No device-related issues were reported.